Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was not reported. The reason for use was non-malignant pain. It was reported that due to a change in effectiveness of therapy, a dye study was done on the day of the call ((B)(6) 2018). The rep stated that they were unable to aspirate and plan on revising the catheter. The patient¿s symptoms were returning, and they reported that they were not getting the relief that they had been getting. It was unknown if the change in therapy/symptoms was sudden or gradual. The managing hcp had the most information regarding the event. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on 2018-mar-26. It was reported that the return of symptoms was first noticed ¿several months ago.¿ the catheter serial number was noted to be ¿not available.¿ when asked about the cause of the inability to aspirate, it was reported, ¿we are not sure of the reason. Patient will be scheduled for new catheter insert. It was stated that the catheter revision was ¿pending.¿ the patient¿s weight was reported.